Event description:
It was reported that the patient implanted with this right atrial (ra) lead developed a hematoma. Subsequently, the patient was hospitalized and put under anesthesia to drain the hematoma. No additional adverse patient effects were reported. This device remains implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).